Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with enterocele repair due to symptomatic cystocele w/enterocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary. On (B)(6) 2012 the patient underwent cystoscopy w/removal of foreign body from bladder on due to recurrent bladder infection with painful urination. On (B)(6) 2013 the patient underwent mesh removal and stone from bladder w/fulguration of bladder due to mesh eroded into trigone of bladder with secondary stone formation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.